Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. The customer was admitted to the hospital twice on (B)(6) 2016 and (B)(6) 2016 for high blood glucose. Customer's blood glucose at time of admission was 800 mg/dl. Customer was admitted on the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin IV drip. Customer was wearing the pump a time of hospitalization. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 700 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin IV drip. Customer was wearing the pump at time of hospitalization.